Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were in emergency room for high blood glucose, diabetic ketoacidosis on (B)(6) 2020 with blood glucose level was more than 300 mg/dl. Customer was treated with intravenous insulin, insulin pump and also received serum therapy. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section d1, d2a, d2b with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summery: it was reported that they were in emergency room for high blood glucose, diabetic ketoacidosis on (B)(6) 2020 with blood glucose level was more than 300 mg/dl. Customer was treated with intravenous insulin, insulin pump and also received serum therapy. No further details were provided. Troubleshooting was not performed. The insulin pump will not be returned for analysis.